Event description:
Had gastric lap-band inserted in 2006. Day after coming home landed back in hospital due to my body's reaction to the band and inability to swallow water. For a year after band was fine. Since then the band has now started to erode within 2 years of original surgery and caused issues with my esophagus. Have already been unfilled, and due to reaction with the band every time I eat or drink I have severe pain on the right side and swelling; looks like half a grapefruit is sticking out of my side for 2-3 hours. Also had to have the port moved in 2007 from the right side to the left side and had tubing replaced. Dates of use: 2006 - 2008. Diagnosis or reason for use: weight loss surgery.